Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), device dislocation ("malposition of essure device location of device: slight angulation of left coil in tube") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure (batch no. A69935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included thyroid disorder nos. Concurrent conditions included allergic rhinitis, skin lesion, dizziness, dysfunctional uterine bleeding, adenomyosis, ovarian cyst, photophobia and thyroid cancer. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping / lower quadrant pain"), abdominal pain ("abdominal pain"), migraine ("migraines") and abdominal distension ("bloating"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), bowel movement irregularity ("gastrointestinal or digestive system condition type: irregular bowel movements"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches"), rash ("rashes"), pain ("pain throughout body"), alopecia ("hair loss"), weight increased ("weight gain") and nausea ("nausea"). The patient was treated with surgery (pelvic surgery - laparoscopic total hysterectomy with left salpingo-oophorectomy). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, mood swings, vaginal haemorrhage, menorrhagia, rash, alopecia, weight increased and nausea had resolved, the device dislocation, abdominal distension, bowel movement irregularity, headache and pain outcome was unknown and the migraine had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, bowel movement irregularity, device dislocation, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pain, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 12-apr-2018: pfs+mr received: new events: mood swings, vaginal haemorrhage, menorrhagia, device dislocation, headache, bowel movement irregularity, pain, rash, alopecia, weight increased were added. Reporter, patient demographic information, concomitant diseases, product lot number, stop date added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), device dislocation ("malposition of essure device location of device: slight angulation of left coil in tube") and genital haemorrhage ("heavy and irregular bleeding") in a 35-year-old female patient who had essure (batch no. A69935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included thyroid disorder nos. Concurrent conditions included allergic rhinitis, skin lesion, dizziness, dysfunctional uterine bleeding, adenomyosis, ovarian cyst, photophobia and thyroid cancer. Concomitant products included levothyroxine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping / lower quadrant pain") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced abdominal distension ("bloating"), bowel movement irregularity ("gastrointestinal or digestive system condition type: irregular bowel movements"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), rash ("rashes"), pain ("pain throughout body"), alopecia ("hair loss"), weight increased ("weight gain") and nausea ("nausea"). The patient was treated with surgery (pelvic surgery - laparoscopic total hysterectomy with left salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, mood swings, vaginal haemorrhage, menorrhagia, rash, alopecia, weight increased and nausea had resolved, the device dislocation, abdominal distension, bowel movement irregularity, headache and pain outcome was unknown and the migraine had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, bowel movement irregularity, device dislocation, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pain, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping/ lower quadrant pain"), abdominal pain ("abdominal pain"), migraine ("migraines") and abdominal distension ("bloating"). The patient was treated with surgery (on (B)(6) 2014, she underwent pelvic surgery). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, migraine and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, genital haemorrhage, migraine and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.